Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin during the loading sequence and was educated that this is off label insulin usage. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 163 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.